Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber was firing straight out of the tip. The physician replaced the fiber to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The glass cap exhibited a distal circumferential fracture. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. Therefore, the event no longer meets reporting criteria for the device in question. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found on the metal cap during analysis of the return fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg -300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber was firing straight out of the tip. The physician replaced the fiber to complete the procedure. There were no patient complications.